Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes had under fill or low draw of a tube with blood. This occurred on 300 occasions during use. The following information was provided by the initial reporter: ¿ edta tubes cannot be filled to the fill mark. It happens more and more often that the vacutainer has been filled only to more than one centimeter below the filling line.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes had under fill or low draw of a tube with blood. This occurred on 300 occasions during use. The following information was provided by the initial reporter: ¿ edta tubes cannot be filled to the fill mark. It happens more and more often that the vacutainer has been filled only to more than one centimeter below the filling line.